Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing noise. Oversensing resulted in inappropriate mode switch. The lead was explanted and successfully replaced. During revision. The ventricular lead was dislodged. The lead was also exchanged. There were no patient consequences.

Manufacturer narrative:
The reported events were noise and mode switch. As received, a complete lead was returned in one piece for analysis. The reported event of noise was confirmed. Visual inspection found an external abrasion breaching the outer insulation distal to the suture sleeve impression consistent with friction to another implanted device or feature of the patient anatomy. The outer coil was exposing at this location. The cause of noise was due to the outer coil being exposed at the abrasion zone.